Event description:
Event description cpi received information that this bipolar lead had dislodged twice. At the third attempt to reposition, the lead was explanted and an active fix lead was successfully implanted. Lead will not be returned for analysis.